Event description:
While performing a total laparoscopic hysterectomy, the surgeon was using the harmonic scalpel when one of the tips of the instrument broke off into the patient. The tip was retrieved and removed from the patient without harm.